Manufacturer narrative:
B3: estimated date. This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Literature attachment: brazan d et al, percutaneous axillary artery access for endovascular treatment of complex thoraco-abdominal aortic aneurysmsna.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. The reported patient effects of occlusion, hematoma, pseudoaneurysm, stenosis and dissection are known inherent risks of the procedure and the treatments appear to be related to procedure circumstance. A conclusive cause for the reported patient effect of stroke, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Literature attachment: brazan d et al, percutaneous axillary artery access for endovascular treatment of complex thoraco-abdominal aortic aneurysms, european journal of vascular and endovascular surgery, https://dol.org/10.1016/j.ejvs.2019.01.011 a2: average age. A3: average gender. B3, b6, d11: estimated date. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The prostar xl referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported through a research article identifying perclose proglide devices that may be related to the following: stenosis, occlusion, pseudoaneurysm, hematoma, dissection, inadequate hemostasis, and neurologic deficit, treatment with the use of percutaneous coronary intervention (pci) and covered stents and instance where the sutures of the proglide became entrapped with the guide wire and a suture break occurred. Balloon dilatation and a self expanding covered stent graft were used to achieve hemostasis. Additionally, there was reference that the proglide device was more effective than the prostar xl system. Specific patient information is documented as unknown. Details are listed in the attached article, titled "percutaneous axillary artery access for endovascular treatment of complex thoraco-abdominal aortic aneurysms¿.